Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in doing so. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump, with instructions to call back if any issues occurred again.